Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable results from several coaguchek xs meters compared to a laboratory using dade innovin reagent. Of the data provided for seven patient comparisons, only the results for four comparisons were discrepant. On (B)(6) 2018, patient 1 result from meter serial number (B)(4) at 13:39 was >8.0 inr. The result from the laboratory at the same time was 5.89 inr. The result from meter serial number (B)(4) at 13:46 was >8.0 inr. The result from the laboratory at the same time was 5.89 inr. On (B)(6) 2018, this same patient had a result from meter serial number (B)(4) at 8:20 am of 5.1 inr. The result from the laboratory at the same time was 3.66 inr. This patient's therapeutic range was 2.5-3.5 inr. On (B)(6) 2018, patient 2 result from meter serial number (B)(4) at 9:01 am was 5.8 inr. The result from the laboratory at the same time was 4.33 inr. This patient was a (B)(6). This patient's therapeutic range was 2.0-3.0 inr. On (B)(6) 2018, patient 3 result from meter serial number (B)(4) at 11:20 am was 7.8 inr. The result from the laboratory at the same time was 4.80 inr. This patient was an (B)(6). This patient's therapeutic range was 2.0-3.0 inr. There was no allegation of an adverse event for any patient. The patients were not anemic, took no heparin, had no indication of antiphospholipid antibodies, and had no direct thrombin inhibitors. Relevant retention test strips (lot 286324) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer did not return any materials for investigation. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.